Event description:
It was reported, that the patient presented for a pre-discharge check. Upon review, it was discovered, that the right ventricular lead had no capture at high output. A chest x-ray was performed. And it was confirmed, that the lead had pulled back. The lead was successfully repositioned. The patient was in stable condition.